Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the closed vial access device (cvad) attached to azacitadine vial separated while the pharmacy technician was unscrewing the texium syringe from the cvad. The leak did not cause harm to the pharmacy technician. There was no patient involvement as the event occurred while the medication was being prepared in the pharmacy department.. The customer provided photo of the product.

Manufacturer narrative:
The customer¿s report that the closed vial access device (cvad) separated while the pharmacy technician was unscrewing the texium syringe was confirmed by visual inspection. The smartsite component which should be bonded to the cvad had separated from the cvad and was still connected to the texium syringe. There were no physical signs of breakage or stress on the cvad or smartsite. However, the threads of the smartsite¿s female luer adapter were turned upwards at the edges indicating over-tightening. Functional testing was not performed due to the obvious damage on the received vad. The root cause for the separation could not be definitively determined. Yukon medical device history record review: a device history record review was completed for mv0520 lot 9234. There were no nmrs, capas/deviations generated or reported anomalies during the production of this lot. The date of manufacture is 08/2019.

Event description:
It was reported that the closed vial access device (cvad) attached to azacitadine vial separated while the pharmacy technician was unscrewing the texium syringe from the cvad. The leak did not cause harm to the pharmacy technician. There was no patient involvement as the event occurred while the medication was being prepared in the pharmacy department. The customer provided photo of the product.